Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was chronically ill and developed progressive right ventricular failure and multiple system organ failure leading to death. The death was not considered device related and the device operated as expected.

Manufacturer narrative:
This event was determined to be supplemental and investigation findings will be submitted under manufacturer reference number: 2916596-2025-01498.